Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's one touch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2013 after 8pm. He tested back to back on the subject meter and observed values of "258, 196 and 212 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with unknown dose of lantus insulin and novolog insulin and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. Approximately 20 minutes after testing, he reportedly developed symptoms of "shaking and was off balance" and self treated with food/drink that same evening. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.